Event description:
Healthcare professional (hcp) reports one incident of blood leak on psn 210 dialyzer. Blood leak was noted on blood leak alarm and verified with positive hemastix. Blood was not returned to the pt with an estimated blood loss of 250cc. Treatment was resumed with new disposables and completed without further incident. No pt injury reported. 1gm ancef was administered to the pt prophylactically.